Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was later discharged from the hospital. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.